Manufacturer narrative:
The monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
The patient was appropriately treated 1 time by the lifevest. The patient¿s post-shock rhythm was sinus bradycardia @ 30 bpm with hb degrading to asystole with unconducted p waves 13 seconds after the shock. The patient remained in asystole with unconducted p waves and intermittent cardiac activity for about 39 seconds before transitioning to sinus bradycardia @ 20 bpm with hb and pvcs. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. Patient was likely unconscious as the patient did not recall being treated. No injury was reported from the treatment. The response buttons were not pressed during the event. It is unknown if the patient sought medical attention. The patient continues to use the lifevest. No deficiencies were alleged against the device.